Event description:
The reporter, a clinic nurse, contacted lifescan alleging that the clinic's one touch ultra meter was set to the incorrect unit of measurement. The medical affairs specialist spoke with the nurse in 2005. The nurse noticed that the meter was set to the incorrect unit of measurement when nurse tested a pt and obtained a result of 10.3 mmol/l (converts to 185 mg/dl). The pt was sent to the hosp for a laboratory blood test, as the nurse did not know how to reset the meter unit of measurement and did not have an operator's manual. The pt's laboratory blood glucose result was about 140 mg/dl and was obtained more than 30 minutes after the reported meter result. The pt had no symptoms of high or low blood glucose level and received no treatment. There is no indication that the pt experienced injury. The nurse did not change the meter unit of measurement or other meter settings. Nurse thought the unit of measurement had changed "on its own". This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the reporter does not recall going into the meter settings. The meter was replaced.